Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited emergency room on (B)(6) 2021 due to high blood glucose level. The bold glucose level of customer was 559 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had experienced symptom at the time of high blood glucose level including tired or weak. The auto mode feature was active at time of incident. Customer was treated with insulin manual injection or insulin pen. There were no kink , bend or air bubble present along the tubing. The insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. Customer stated that cannula was bent. There were no leaks. The insulin pump will not be returned for analysis.